Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during device prep the steerable guide catheter (sgc) experienced a leak when inserting the dilator. The sgc was exchanged and the procedure was completed successfully. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.